Manufacturer narrative:
This lead was not successfully implanted. Pending the completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that this right ventricular lead was not successfully implanted as the lead would not advance. It was confirmed that the lead would not advance as the subclavian was perforated and the lead was not in the heart. No adverse patient effects were noted.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.